Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a display anomaly. The customer mentioned ¿time setting¿ is displayed. The customer also reported e15 alarm occurred. The self-test failed. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
Blank display due to faulty motherboard. Unable to confirm external flash error alarm, missing segments/partial display anomaly, time setting anomaly, display anomaly or perform the self-test, displacement test and operating currents measurement due to blank display anomaly. Insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.